Event description:
It was reported, on an unknown date, that an 18 cm (7") smallbore ext set w/microclave® clear, clamp, luer lock generated a leak at the level of the connection to the backcheck valve mounted on the three-way stopcock. There was no patient harm reported.

Manufacturer narrative:
One photo was shared by a customer, where a red arrow is pointed into the male luer and stopcock connection. However, no leaks, damage, or anomalies were observed in the photos. One (1) used, unknown ICU trifuse sample connected with an unknown three way stopcock and one (1) used. List #14.1205, sarstedt was returned for evaluation. As received no physical damage, or anomalies were observed. Once the sample was tested, a leak coming from the parting line of the white check valve mounted on the three-way stopcock was confirmed, and no additional leaks along the device were confirmed. The male luer of the ICU medical device was measured and found to be within specification. Complaints of leaks can be confirmed on the nonicu medical product check valve. However, the probable cause cannot be determined due to the affected item being a non-ICU medical set. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.